Manufacturer narrative:
(B)(4).

Event description:
It was reported that manual capacitor maintence charging failed. A shortage output stage detected message and failure to perform manual capacitor maintence indicated the device was damaged. The device was left implanted during lead replacement and the patient was doing well post procedure. No further information was available.